Event description:
Dome detached druing traction removal. Detached portion was endoscopically. Indwelling period is 190 days. Depth of stoma was about 2 cm. Xylocaine jelly was applied before removal. Device was free-floating within the fibrous tract befire removal. A resistance was noted at removal and pulled a little stronger thant usual. Administration:sodium picosulfate.